Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Due to damage on circuit board of scope connector, a noise image occurs. Based on the results of the investigation, the most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had noise in image. The event had occurred during the unspecified diagnostic procedure that was completed with a backup device. There were no reports of patient harm.